Manufacturer narrative:
Block b3: date of event was approximated to 10/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a020504 captures the reportable event of hole in the packaging. The product packaging was not received for analysis; therefore, no physical analysis of the product packaging could be performed. The reported allegation cannot be confirmed. The device history record review confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the plastic around the zero tip basket device had a hole in it, down towards the bottom, making it non-sterile. There were no patient and procedure involved.